Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl and over delivery. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the glucose tablet and glucose shot. Customer's blood glucose value was 44 mg/dl at the time of the incident. Customer's current blood glucose value was 224 mg/dl. The customer stated that low blood glucose was 25 mg/dl and customer had to go to the hospital. The troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2017 at 2:30 am. The blood glucose value when admitted to hospital 189 mg/dl when admitted was 103 mg/dl. The customer complained about hypoglycemia. The customer cause of hospitalization per healthcare professional's was unknown. The customer was not wearing the pump at time of hospitalization but was less than 48 hours. The drive support cap appears normal (slightly indented). Customer alleging possible pump over delivery due to multiple low readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.